Manufacturer narrative:
D4: primary unique device identification (UDI) number (B)(4). The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) approximately 4 years, 11 months and 25 days post transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve the patient presented with fatigue, shortness of breath at rest and chronic leg edema. The patient had a history of severe aortic stenosis post tavr in 2021, deep vein thrombosis which the patient is on warfarin, congestive heart failure with prior hospitalizations, cardiomyopathy, non-edwards stent, and a pacemaker. The patient has an ejection fraction of 25% and echo shows probable prosthetic aortic valve stenosis with a gradient of 42mmhg with mild central regurgitation. The calculated aortic valve area is 1.2cm2 and some calcium was noted between the right and left leaflets. The 3mensio measurements showed an inner diameter of 25 to 27mm and a right coronary artery height at 15mm. A valve in valve was done using a 26mm sapien 3 ultra resilia valve. The valve was placed successfully, and the patient is in stable condition. The perceived root cause was the stenosed thv with elevated gradients and a past medical history of tavr, congestive heart failure with low ejection fraction, cardiomyopathy and moderate mitral regurgitation. The perceived root cause of the regurgitation was an under deployed valve.